Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a rash under left body half under arm where vest is placed. Rash red and itchy due to warm weather and sweating. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a medication for the skin irritation. Follow up indicated that the skin irritation improved